Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s): h10h25073 and h10h03062 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance (gpv). This is a spontaneous report by a nurse from the USA of peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter's customer service, it was reported that on (B)(6) 2010, the patient developed peritonitis. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. Treatment for the event was not reported. Dianeal pd4 ambuflex therapy was ongoing. The patient was recovering from the event at the time of reporting. Per the nurse, the event of peritonitis with (B)(6) was not related to dianeal pd4 ambuflex therapy.